Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j sales representative. Part # 03.641.004. Synthes lot # h852117-07. Supplier lot # h852117-07. Release to warehouse date # 16 dec 2019. Supplier # avalign technologies-nemcomed. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date during evaluation the repair technicians found that the socket wrench for veptr nut had failed in calibration. Issue found during testing at service & repairs/ monument. No additional information. There was no patient involvement. This report is for one (1) socket wrench for veptr nut. This is report 1 of 1 for complaint (B)(4).